Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown abutment screw and one osseotite® certain® 2 implant 5 x 8.5mm (xifoss585) was returned for investigation. The screw was threaded into the implant upon return, and was easily removed from the implant for inspection. Visual inspection of the as returned products identified a fracture on the threads of the screw and dried bone and blood and signs of use throughout the implant. Therefore, based on the available information, device malfunction did occur for the reported screw but did not occur for the reported implant and the reported screw fracture event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that an unknown biomet abutment screw fractured and it could not be removed. Therefore, the implant was removed. Tooth location 30.